Event description:
It was reported that this lead line was cracked. This lead was explanted and replaced. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).